Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level read "high"; a specific value was not provided, the customer did not address their elevated bg. The customer changed pump supplies and resumed insulin therapy, resolving the occlusion.